Event description:
A customer reported a minimum fill notification with their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to remove the pump from its case, clean the pneumatic tap area, and attempt loading a new cartridge. Reloading the original cartridge did not resolve the issue, so the customer was guided through loading a second cartridge using the proper technique, which resolved the problem. The customer successfully loaded a cartridge onto the pump and resumed insulin use.